Manufacturer narrative:
Product event summary: the data files for the date of the reported event were returned and analyzed. The data files did not show any system notices or issues. The 4fc12 sheath (unknown lot number) was not returned for analysis; the reported issue of air ingress could not be confirmed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the physician alleged possible air entry while inserting the competitor¿s catheter, or the presence of air in the continuous re-circulation line. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.